Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The pt said, the product issue started on approx (B) (6) 2009 and he was taking insulin without adjustments at the time. It is not known when the pt was last able to obtain a reading on the lfs meter. A couple days after the product issue started, the pt reported that he was sweaty and shaky. On (B) (6) 2010, the pt apparently went to the ER where a hi result was obtained on the hospital device; the specific hospital reading was not provided. The pt reported that a health care professional treated him with IV fluids. The csr noted that the pt's meter battery needed to be replaced. The pt's product was replaced. This complaint is reported because, the pt alleges that his one touch ultra meter does not turn on. After the alleged issue occurred, the pt claimed that he experienced symptoms, a high result was obtained in the ER, and he was treated with IV fluid.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.